Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The first photo shows the partial view of a drainage catheter connected to an external connector and thread was coming out from the thread hub hole. Fluid droplet was noted on the catheter hub section; however, it is unsure whether the leak caused by the catheter from the provided photo. The second photo shows the partial view of a drainage catheter in which thread was coming out from the thread hub hole and no fluid leak was observed from the provided photo. The investigation is inconclusive for the reported fluid leak issue as the provided photo was not sufficient to confirm the reported issue for both the devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2026, a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drain drainage catheter. Post the procedure, there was fluid leakage at the suture hole. And sure loktm thread allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided cyst percutaneous drainage procedure using navarre opti drain catheter. Post the procedure on (B)(6) 2026, there was fluid leakage at the suture hole and the sure-lok tm thread allegedly damaged. The procedure was completed using another device. There was no reported patient injury.